Manufacturer narrative:
The device is expected to the returned for investigation. It has not yet been received.

Event description:
The customer alleged the plum 360 device shut down without alarming, while transporting a ventilated patient to and from CT scan. Additionally, the norepinephrine drip stopped causing the bp to become dangerously low; thus, requiring a fluid bolus with a pressure bag until the norepinephrine infusion was able to be reinstated at higher rates, in order to stabilize the patient. The customer confirmed the versed and/or morphine infusion was delayed, due to the critically low blood pressure of the patient. No further information has been provided.

Manufacturer narrative:
The device was received on 11-21-2018 for testing and investigation. Testing confirmed the device alarmed for e437 (s/w fail) and determined the probable cause was the battery, cpu (central processing unit), and the power supply, which were replaced. Additionally, the device passed all performance verification testing.